Event description:
It was reported that during a surgery for insertion of a prodisc at the c5, c6 level a 2.0 mm milling bit broke off while drilling. Back up milling bit was immediately available. The broken pieces were retrieved, nothing was retained in patient. A one minute surgical delay was reported. No additional patient harm was reported. The procedure was completed successfully. No additional information was available. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Additional narrative: device is an instrument and is not implanted/explanted. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.